Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 5/2/2024. H6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many sutures of eh7469e, lot tkbekj were impacted in this procedure? Cannot be answered for sure 12-14 ea of one lot. How many sutures of eh7968e, lot tkbetq were impacted in this procedure? Approx. 12-14 ea. The following information was requested: the information received states that approx. 12-14 sutures of each lot tkbekj and tkbetq broke during the procedure. The initial reported quantity involved was 10 impacted products. Please clarify: did a total of 12-14 sutures of lot tkbekj and approximately 12-14 sutures of lot tkbetq break during the same patient procedure? Please confirm that an approximate total of 24-28 sutures broke during the one patient procedure. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events: 2210968-2024-04902, 2210968-2024-04903, 2210968-2024-04904, 2210968-2024-04905, 2210968-2024-04906, 2210968-2024-04907, 2210968-2024-04908, 2210968-2024-04909, 2210968-2024-04910, 2210968-2024-04911, 2210968-2024-05013, 2210968-2024-05014, 2210968-2024-05037, 2210968-2024-05038, 2210968-2024-05039, 2210968-2024-05040, 2210968-2024-05041, 2210968-2024-05042, 2210968-2024-05043, 2210968-2024-05044, 2210968-2024-05045, 2210968-2024-05046, 2210968-2024-05047, 2210968-2024-05048.

Event description:
It was reported that the patient underwent a vascular anastomosis procedure on an unknown date in 2024 and suture was used, during the surgery, the sutures broke. No patient harm or significant delay was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and this event no longer meets reportable serious injury criteria. Therefore, this medwatch report is being voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.